Event description:
A malfunction on the pump was reported by the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support assisted the customer with resetting the pump, which resolved the malfunction, allowing the customer to continue using it. The customer was advised to contact support again if the issue recurred.